Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer care representative (ccr) documentation. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra smart meter is giving reverting into the setup mode. The pt manages his diabetes with self adjusting insulin. She adjusts her humalog insulin based on the carbohydrate intake each day. The product issue began during the afternoon of (B) (6) 2010. The pt did not test on any other devices at the time of concern. Although the ultrasmart meter was reverting into the setup mode, the pt took his usual insulin based on his carbohydrate to insulin ratio at 4 pm. Reportedly, the pt developed symptom of frequent urination 8 hours after the reported issue began. During troubleshooting, the ccr verified that there was no product misuse and the battery was not removed or replaced prior to the product issue. This complaint is being reported because the pt claimed he developed symptom that can be associated with hyperglycemia 8 hours after the product issue began. Replacement products were sent to the pt.